Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor (serial number: (B)(6)) having a crc error code: 13 was confirmed. Provided information stated that there was no patient effect. The system monitor returned to the pleasanton service depot where the unit booted up as intended, and the crc error was found. The customer authorized the unit to be scrapped. The unit was shipped to product performance engineering (ppe) for further investigation. During ppe testing, the problem was isolated to the memory unit on the main printed circuit board. After the memory unit was replaced, the system monitor functioned as intended. The root cause of the crc error was determined to be due to damage to the memory unit; however, the root cause of the damage could not be determined through this investigation. The investigation also found dc-ac inverter board damage. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (IFU), rev. G under section 4, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook, rev. G and heartmate iii instructions for use (IFU), rev. G both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarm was not identified.

Manufacturer narrative:
Section g3 PMA# : there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system monitor had a crc error code: 13.